Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017- 08209: it was reported that patient was experiencing insufficient stimulation and underwent surgical intervention approximately 5-6 years ago.